Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in clinic for follow up, it was found that the device exhibited post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. Programming changes were made.